Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "looks bigger", "fluid, and "hard."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and exchange from textured to smooth implants due to the patients concerns with the product. Physician later reported "looks bigger", "fluid, and "hard." Physician additionally reported "radial folds", "a capsule within a capsule", "there was no fluid accumulation". Physician also reported "dense fibrosis", deemed not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and patient concern with product.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and exchange from textured to smooth implants due to the patients concerns with the product. The device remains implanted.